Event description:
It was reported that an ilet user experienced hyperglycemia with a fingerstick glucose of 394 mg/dl, with no symptoms reported, and the caregiver stated all infusion and sensor supplies were changed prior to contacting support; troubleshooting and education were completed. Symptoms included no reported clinical effects. Outcomes included no reported functional impact and no medical intervention beyond routine self-management. Investigation included case triage and user-led troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no device malfunction confirmed and no component-specific failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.